Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump was observed to be damaged. A replacement usb cable was sent to the customer. There was no reported impact to customer¿s blood glucose.